Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer expressed weakness, tiredness and slight thirst as symptoms of her high blood glucose. The customer treated herself with insulin pump therapy. The customer stated that there was a call to paramedics and subsequent hospitalization on (B)(6) 2015 due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose at the time of the call was 1100 mg/dl. The customer stated that she was unconscious. The customer was treated at the hospital with insulin and bicarbonate. Troubleshooting was done. Advised customer to run a manual prime, and the customer stated insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated the cannula was neither bent nor occluded. Nothing further reported.